Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, transecting the pancreas tissue during an open whipple procedure, the device fired, but some of the staples were malformed, and the staple line was distally incomplete. Another handle was used to apply another reload to fix the staple line in order to complete the case. There was no patient injury.